Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. It was unable to perform displacement test due to motor error alarm. Unit received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was not recorded. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.